Event description:
It was reported that during a patient examination the lateral carriage would not come into the iso center of the innova 2121. There was an error reported indicating that the encoder did not agree with the carriage switches. Upon further investigation, it was discovered that the "free lc" switch was broken. This condition could result in a failure that could cause gantry movement to lock and potentially result in the unavailability of fluoro x-rays. No patient injury has been reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued, when the investigation has been completed.